Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer experienced inaccurate readings with the sensor. The representative also reported that the customer experienced high blood glucose over 500 mg/dl while the sensor glucose was reading 285 mg/dl. The representative also reported that the customer experienced low blood glucose of 54 mg/dl with sensor glucose of 135 mg/dl. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.